Event description:
A report was received that a hosp in a foreign country started using disopa in 2009. A disinfection room did not have adequate ventilation. It was reported that a healthcare worker (hcw) experienced itching of the eyes and hands a few days after the facility started use of disopa. Subsequent info stated the hcw had taken a scope out of an automatic endoscope preprocessor after it completed a reprocessing cycle. She was wearing short sleeves and gloves, and her arms were not fully covered. She is now recovering.

Manufacturer narrative:
References: 2084725-2009-00464, 2084725-2009-00478.